Event description:
Customer reportedly rec'd result of 350 mg/dl on the advantage system and 97 mg/dl on a professional's meter within 10 mins. No actions taken based on device results. The discrepant results were obtained at a hosp. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.